Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio: 1.5, lab: 2.3, inratio: 0.7, lab: 2.2.

Event description:
In 2006, further testing was performed to compare the old strip lot with the new strip lot. The following inratio results were reported. Old lot -2.6. New lot (050664) - 1.1. A different pt was tested. Results are as follows: old lot -2.1, new lot -2.1. Further testing was performed and a lab draw was added. The results are as follows: old lot -2.5, new lot -2.3, lab -2.0.